Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is listed in the product instructions for use as a potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the right internal carotid artery, an xact stent was deployed successfully to cover the target lesion. Post procedure, the patient became confused. The patient did not experience any motor weakness. Computed tomography (CT) scan of the head showed recent infarcts. No treatment was provided and the patient was discharged home two days post procedure with no motor weakness, alert, and oriented. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the symptoms were due to hypotension and possibly blood loss requiring a normal saline bolus and blood transfusion. The hypotension started post procedure when the access site started bleeding. There was no vessel closure device used, only manual compression. Therefore, there was no abbott device causing or contributing to the adverse event. Additionally, the patient was not diagnosed with a stroke therefore, there was no disability or permanent damage that occurred. This event did not require a report to be filed. No additional information was provided.